Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during third inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another device. No patient serious injury or adverse event were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The device was attached to an inflation device and subjected to positive pressure, liquid was observed to be leaking from a balloon pinhole in the balloon material approximately 6 mm distal of the distal edge of proximal markerband. An examination of the balloon material identified no other issues which could potentially have contributed to this complaint. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and microscopic examination of the tip was completed. No damage or any issues were noted with the tip that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands was completed. There was no burrs or uneven edges observed on the markerbands. No damage or any issues were noted with the markerbands that could have contributed to the complaint incident. No other issues were identified during device analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during third inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another device. No patient serious injury or adverse event were reported.